Event description:
The customer reported that their unit appeared to be "misting". The customer stated that there were no physical complaints reported. The asp field service engineer (fse) went to the facility to repair the unit.

Manufacturer narrative:
(Oil mist) - capital equipment, fse went to site to evaluate unit. The fse did not find evidence of oil mist. He replaced the oil mist filter as a precaution. He performed calibration/certification to service guide specifications . He ran an empty standard cycle and the system met specifications.